Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy procedure, the reload could not be closed correctly. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the tissue during a laparoscopic rectosigmoidectomy procedure, the reload could not be closed correctly. A new reload was used to complete the case. There was no patient injury.